Manufacturer narrative:
The device was not returned to resmed for an evaluation. The customer was provided instructions to power cycle the device. The reported problem could not be reproduced by the customer. The reportable event occurred outside the us. During a routine check of complaints records it was detected that the event is reportable in the us. This report is being submitted to correct the error. Resmed reference #: (B)(4).

Event description:
It was reported to resmed that an astral device displayed an error message (sf218) related to the software. There was no patient harm or serious injury reported as a result of this incident.